Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited loss of capture which was caused by pseudo fusion. No resolution was performed. There were no patient consequences.